Manufacturer narrative:
Facility: (B)(6) hospital. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and "deformation" following tissue expander insertion on an unknown side. The device was explanted approximately 5 months following insertion.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and "deformation" following tissue expander insertion on an unknown side. The device was explanted approximately 5 months following insertion.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.